Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the xenon light source¿s lamp life indicator could not be reset to zero hours, the output socket was deteriorated, and the low voltage switching device unit was crushed. Therefore, there was no image on the monitor. There was no patient involvement.